Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 436mg/dl. Customer treated high blood glucose with pump. Customer's blood glucose value was 440 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on 07/15 and did/ did not contact their healthcare professional. Customer troubleshooting for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The device will not be returned for analysis as the troubleshooting was not properly ended, customer's call dropped in the middle of troubleshooting.